Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. The device was not received for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported during the procedure, when inserting the locking cortical screw, the locking cortical screw didn't fully seat into the plate, and a piece of metal emerged from the screw. There were no reported adverse consequences to the patient, and the procedure was not prolonged. This report is related to report number 3025141-2023-00100 for the screw involved in this event.